Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced phrenic nerve stimulation (pns) and syncope one day post implant. While adjusting pulse width (pw), loss of capture greater than six seconds and a spike on the egm was observed. Additionally, it was confirmed that health care professional (hcp) was performing a lv threshold without an ECG cable which had been advised to always be used. The device was reprogrammed to a higher output. The patient will be re-evaluated approximately in six weeks. No additional adverse patient effects were reported. This product remains in-service.